Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
On 1/18/2022, it was reported by a sales representative via email that (3) ar-3638 knotless fibertaks would not pass when surgeon attempted to pass the repair sutures through the anchors. Also, surgeon had issue with the white suture unraveling. This was discovered during a procedure. Surgeon completed case using a 2.9 short pushlock without further issues. Additional information received 1/18/2022: this was discovered during a labral repair procedure. Two of the three failed fibertaks were removed from the patient; however, the third one had the sutures cut and the anchor itself remains inside the patient. Surgeon drilled new bone sockets for each of the failed fibertaks and an additional bone socket to implant the pushlock anchor which completed the case.